Event description:
The customer was getting e11 on her contour system. She performed control tests during the call and received results of 504 and 483mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They read an average of 124mg/dl high out of spec. And gave e11. E11 indicates exposure to moisture which may have caused the high results. Retention lot gave satisfactory results.